Event description:
It was reported that the pump exhibited an alarm with no display. During physical inspection, it was found that there was a peeled downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a peeled downstream occlusion seal. Functional and visual test were performed, and the reported issue was confirmed. The cause of the reported issue was suspected to be due to a fault in the main board, so the main board was replaced to address this issue. The downstream occlusion seal was also replaced. Service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all testing after repairs.